Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Synthes is unable to determine the mfg date or the MFR site without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Pt complained of discomfort status post craniotomy. A CT scan showed that the flap was free and migrating. The surgeon reported that during the revision it was revealed the tube clamps failed. Surgeon noted that the alignment tool had been difficult to use.